Event description:
Boston scientific received information that during a routine device replacement procedure, the set screws on the device appeared to be stuck. The torc wrench was used, however, would not release the screws for the right atrial (ra) and right ventricular (rv) leads. After attempting with two screwdrivers, the tip on the screwdriver broke off inside the set screw. The physician then requested additional accessories from the hospital to remove the device header to allow the leads to be removed. The physician was successful in removing the header and freeing the ra and rv leads. The device was removed and replaced. The chronic ra and rv leads remain actively implanted with measurements within acceptable limits. The device and header were to be sent to the pathology department and it was unknown if the product would be returned for reliability analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.